Event description:
As the lens was torn in the delivery device as it was implanted. The doctor enlarged the incision to remove and replace the lens with a suture need to close the incision.

Manufacturer narrative:
See MDR 1920664-2009-00206 for the intraocular lens used with this delivery device.